Event description:
On (B)(6) 2011 the pt was implanted with the conformable gore tag thoracic endoprosthesis to treat a thoracoabdominal aortic aneurysm. At an unk date a reintervention took place to treat a distal type I endoleak with a custom made stent with celiac scallop. The pt was discharged on (B)(6) 2011.

Manufacturer narrative:
Additional info including lot numbers was requested but not provided. The gore tag thoracic endoprosthesis is indicated for endovascular repair of the descending thoracic aorta. Attempts to acquire info required for this form were made by gore.